Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for evaluation. Testing found that the ram modules on the computer were loose resulting in a "hang" in the application software. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative reported that the computer for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the navigation system became unresponsive multiple times. The reported issue would occur when disconnecting and connecting the instrument tracker. It was reported that initial testing could not reproduce the reported issue. However, later the navigation system became unresponsive when importing data through digital intercommunication of medicine (dicom).